Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem was verified and/or duplicated during lab tests as troubleshooting found the diode d13 was defective.

Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement.